Manufacturer narrative:
H11- manufacturer narrative: cataract is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an asc cataract and low vault. Reportedly, "40 y/o who had icl's put in 20 years ago and has developed asc cataracts what appears to be from very low vaults ou". The lens remains implanted. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.